Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the lamp clicking and turning off could not be determined at this time as the device has not been returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Although additional information stated that the device has been returned for investigation, the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during a procedure, the evis exera iii xenon light source lamp malfunctioned, it was clicking and turning off and on at the same time. The procedure was completed with same device. There was no harm or user injury reported due to the event.